Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a bariatric procedure after the device was fired on the stomach the tissue continued to bleed and required suture reinforcement to achieve hemostasis.